Event description:
Event date is unk. In 2008, boston scientific corp was informed that during an esophagogastroduodenoscopy, the resolution clip device clip fell off as it passed through the scope inside of the pt. This happened two times. The clips were retrieved and the procedure was completed using another of the same device without any pt complications. Pt is "fine". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06748.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.